Event description:
The complaint/event occurred on an unspecified date and involved a plum 360 driver new french. It was reported that upon turning the pump on (right after the name "hospira" appears on the screen), it turns off and does not stop doing this cycle. In order to stop the cycling, the battery required disconnection. There was no report of any human harm.

Manufacturer narrative:
Complaint that "when turned on, right after the name "hospira" appears on the screen, it turns off" was confirmed. The device event log/alarm history were reviewed. There was nothing relevant to complaint identified. The probable cause is defective peripheral boards. Once these were replaced, we could turn on the device. And then all relevant performance verification testing (pvt) passed with no alarm or error codes. E1: full phone number information: (B)(6).